Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced an acute inflammatory response post lasik. Response occurred three days post operatively in the left eye marking the ablation zone and later manifested to the right eye. Loss of visual acuity was reported in both eyes. The patient was using the doctor's normal post treatment drops when response occurred. The patient was told to stop using the topical corticosteroid drop and to start using an oral corticosteroid drop instead. The patient is to continue to use a topical non-steroidal anti-inflammatory drop and artificial tears. A therapeutic contact lens was used. The patient is recovering and is slowly gaining visual acuity back. New information was received. Clinical applications specialist has been in communication with the doctor weekly in regards to about the progression of the patient. The patient is recovering ok but slowly. Week by week the patient is gaining vision and the inflammatory process is regressing. The reported that diffuse lamellar keratitis cases seem to occur more often with mechanic lasik (lasik with microkeratome). Therefore, the doctor sent the microkeratome in for evaluation and analysis. The doctor has changed some of her normal procedure techniques and has started to use some disposable materials and may perform eye disinfection with various substances. The doctor lifted the flap of the right eye which had contracted and had some stretches probably due to the inflammatory reaction. The doctor is planning on doing the same with the left eye. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.